Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 512 mg/dl at the time of incident and treated with insulin pen. Customer states positive results in ketones test and had nausea. Customer wishes to continue troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood. Customer states the auto mode feature was not active. Customer reports they have contacted their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.